Event description:
The customer was hospitalized with high bgs. Customer took a manual injection at the hosp when their bgs reached 500. Troubleshooting during the phone call concluded the device was working properly. Discussed other possible causes of high bgs and explained two high bg rule. Instructed to change set and rotate site.